Manufacturer narrative:
The technician found the brake caster is adjusted too tight. The technician adjusted the brake caster to resolve the issue.

Event description:
The technician alleged that the brake caster would not release. No patient impact.